Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 - 650 mg/dl at the time of incident and customer also report low blood glucose of 46 mg/dl. The customer's current blood glucose is 225 mg/dl. The customer was treated with intravenous fluids, medications and insulin. For low sugar level customer was treated with peanut butter, jelly and orange juice. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was not performed. The insulin pump will not be returned for analysis.